Event description:
It was reported that the 9400 sys failed to produce x-rays as the user was getting the sys ready for a procedure. No pt was on the table when this incident occurred.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep found the video pin on the lemo socket was pushed in. The rep added tension to the pin locking tabs and reinserted the pin. The sys functions as intended.